Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was not confirmed as the engineer could not reproduce the alleged flickering image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the screen is flashing on the visera elite ii video system center when connecting the video telescope endoeye 3d. The issue was found preoperatively as the patient was not under anesthesia.